Event description:
On (B)(6) 2009, a company representative reported the patient stated there were air bubbles in the tubing of her insulin infusion set. The patient was called for follow up without success. On (B)(6) 2009, the patient was contacted but stated it was not a good time for her and she would call back later. She stated everything "seems to be fine at this time." Repeated further attempts to follow up to gather details were unsuccessful. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.